Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo sheath. During the procedure, there was an issue with the vizigo sheath, especially with the valve of the sheath. When the physician removed the catheter, there was blood coming out of the valve and it seemed like the valve was leaky. In addition to that issue, the physician noticed air inside the valve. It was necessary to replace the sheath. There was no patient consequence. The device evaluation was completed on 12-dec-2025. The device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection evaluation of the returned device was performed following johnson & johnson medtech procedures. Visual analysis of the returned sample revealed that the hemostatic valve was dislodged inside the hub component. Further analysis under image magnification showed stress marks on the hemostatic valve. However, no damage to the silicone ring was found. A device history record was performed for the finished device batch number, and no internal actions were identified. The hemostatic valve leak and air issues reported by the customer were confirmed due to the hemostatic valve condition. The potential cause of the separation of the valve could be related to the incorrect insertion of the dilator into the sheath; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. The instructions for use (IFU) contain the following information: use best practices for inserting or retracting any device at the hemostatic valve. Do not remove the dilator or catheter rapidly. Damage to the hemostatic valve may occur. Slowly remove or insert the dilator or other devices. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo sheath. During the procedure, there was an issue with the vizigo sheath, especially with the valve of the sheath. When the physician removed the catheter, there was blood coming out of the valve and it seemed like the valve was leaky. In addition to that issue, the physician noticed air inside the valve. It was necessary to replace the sheath. There was no patient consequence.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 27-nov-2025. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).